Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he changed the set and insulin was squirting out during prime and could not complete the rewind/prime sequence. Customer stated the motor was making a different sound. Customer was advised to hold the act button; the motor did not slow down nor did numbers ramp up on the screen. The alarm history showed a failed battery test, off no power and multiple motor error alarms. Blood glucose value was 250 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected failed battery test alarms during testing. The pump gave an alarm during the prime test, and alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor was passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a broken belt clip slot.